Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted no abnormalities. The single used loading unit (sulu) displayed a full complement of staples and the interlock was set with no knife blade damage. The instrument and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during fourth firing on a cystectomy procedure, when trying to fire the stapler to create ileal conduit, the firing knob on the proximal side of the doctor came off from the handle. The doctor embedded the proximal firing knob to the handle and tried to fire, but the knob did not move forward. When a new cartridge was opened and used, the device was able to be fired. There was no patient injury.